Event description:
A customer contacted beckman coulter inc. (Bci) regarding a low bias result when running the high density lipoprotein cholesterol (hdld) on lithium heparin plasma vs. Serum generated by the unicel dxc 800 synchron chemistry analyzer. The results were reported out of the laboratory. A physician called the lab stating the hdld results were too low. The customer indicated that there was no impact to patient treatment on either results.

Manufacturer narrative:
The samples were sent to another laboratory facility and the results on both sample types were confirmed. Bci technical applications support is working with the customer to investigate this issue.